Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10, h11. Corrected section: h6- medical device ¿ problem code corrected to "2900". The device was returned to the factory for evaluation on 09/13/2023. An investigation was conducted on 09/14/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The insufflation tube was observed detached from the body of the btt. No other visual defects were observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. The insufflation tube was observed to have fallen out of the port on the btt. A microscopic inspection was conducted. Evidence of a white substance was observed on the outside of the insufflation tubing as well as within the port. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. No leaks were observed on the silicone balloon. The btt was able to be inflated. There were no other visual defects observed. An engineer evaluation was conducted. After inspection of the device, it was identified that there was visibly either very little or no adhesive on the insufflation tubing/btt port. Based on the returned condition of the device, the reported failure "connection problem" was confirmed. The lot # 3000319346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 tubing came out/disconnected from the btt port towards the end of the procedure. Procedure was completed with same device. There was no procedural delay. No patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.